Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a change in the intrinsic morphology. The intrinsic complexes were wide and tall. The patient was taking a medication at the time. The oversensing occurred in the primary sensing vector. Technical services advise to test the system in the other two sensing vectors. There were no additional adverse patient effects. The system remains implanted.